Event description:
It was reported that while flushing the catheter with normal saline, saline is leaking through at the connector and dr. Couldn't able to proceed further, then he removed the whole catheter and placed new groshong. Patient reported stable. (B)(6) 2022: the returned sample exhibited improper groshong connector assembly by the clinician.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter/connector assembly was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample and the catheter was assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Following longitudinal bisection of the distal connector segment, microscopic inspection of the compression sleeve revealed that it was advanced too far into the narrow portion of the bore. That over-insertion resulted in catheter compression within the narrow region, causing the observed occlusion when the catheter/connector system was assembled. A segment of digital video was also received which appeared to depict the complaint sample. The sample was flushed using a syringe in the video and infusate was visible leaking from the interface between the two connector segments. While the sample was not observed to leak during functional testing, the observed over-insertion of the compression sleeve could result in leakage at the interface between the two connector segments, as depicted in the received video segment. The compression sleeve may be advanced too far into the connector bore if the catheter is bunched on the connector cannula during assembly and if objects are inserted into the distal connector segment. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.